Event description:
An image-guided tendon treatment was being performed on a patient's achilles tendon and when the provider removed the needle tipped end of the tenex device, it was noticed that the needle had broken off. The tip was found immediately outside of the patient and no harm came to the patient. The procedure had been completed by this time. Provider indicated that he was not exerting much pressure on the device.